Manufacturer narrative:
Date of event: approximated based on the date the device was received. Device manufacture date: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The returned autotome (B)(4) was analyzed, and a visual evaluation noted that the cutting wire was broken and detached from the distal and proximal pierced holes. The device was observed under magnification and the cutting wire was broken, detached, and kinked. The distal and proximal pierced holes were in good condition. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and detached. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure as per precautions of the device states. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, which can cause a premature cutting wire fatigue, leading to break it. Additionally kinking/bending the cutting wire can lead to break it. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history review (DHR) on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Boston scientific received a autotome (B)(4) device with no associated information. Evaluation of the device revealed that the cutting wire was broken and detached.